Event description:
It was reported to covidien that due to missing segments on the display, a reading in the 90's looked like a reading in the 70's and the pt was sent to the hospital. The pt is fine.

Manufacturer narrative:
There was medical intervention (pt was sent to the hospital) due to report of product problem and/or human factors issue. Oximax n-65 section of user manual states to verify monitor works properly and safe to use. Also has caution: during the power-on-self-test (post) immediately after power-up, confirm that all display segments and icons are shown and the monitor speaker sounds a one-second tone.